Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. It was also reported that insulin pump has cracks on the display screen. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.